Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received in a plastic cup for the report of leaking. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking. Two samples were found conforming and one sample was non-conforming. The functionally non-conforming sample was looked at after leak testing and it was noted that the septum slit was not fully closed. A photo is attached to the parent complaint and has been reviewed by the manufacturing site. Leaking can be seen from one of the trocars in the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 16 additional complaints associated with the lot for the reported issue. It was noted after leak testing that the septum slit of the functionally non-conforming sample was not fully closed even though the sample was visually conforming prior to leak testing. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was a leakage problem from a valve entry cannula during a right eye pars plana macula peel with endo laser procedure. The surgeon continued the procedure without product replacement. There was no serious patient injury related to the device according to the surgeon. The product sample is available. No additional information is expected.